Event description:
It was reported that the nurse found bleeding from the patient's exit site of catheter while testing for patency of the arterial port. Urgent venogram showed the leakage from the catheter was near the subcutaneous tunnel skin exit site.

Manufacturer narrative:
An investigation has been initiated. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. When the investigation is complete, a final report will be submitted.